Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that, 2 weeks after five dental implants were installed in intraoral regions #28, #26, #25, #23 and #21, their non-osseointegration was observed. Forty-five ncm of primary stability was achieved and the implant was immediately loaded. The patient presented bone type ii.